Event description:
It was reported to manufacturer by facility. Per facility during a resident transfer, the staff member stated she was putting resident back in bed, when they lost their footing and both slipped which resulted in the resident falling forward hitting the bed head panel, per striking the metal post. Per facility, it was determined that most of the bed panels in the facility had been removed and then replaced incorrectly. This action resulted in the metal posts that are on the bed panels to be positioned inwards towards the mattress instead of on the exterior of the bed panels outwards away from the mattress as they should have been. Resident was taken to the hospital for medical exam, she needed sutures to her forehead. She is back at the nh, and it was reported she is doing fine. Facility requested a visit by a manufacturer representative, sale person will be doing a coursity on site visit to evaluate their beds. Trip report forthcoming.

Manufacturer narrative:
Sales rep will be doing a coursity site visit.